Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was partially unresponsive, as the "back" button would not respond on any screen. Customer's blood glucose (bg) level was 133 mg/dl. Reportedly, the customer would use manual injections and lantus for alternate insulin therapy.